Event description:
Pt had novasure global endometrial ablation and was admitted to hospital with severe hypotension. There was no bleeding. She was reported to have sepsis secondary to bacteremia and was released 5 days post-operatively. There was no bowel injury. Diagnosis or reason for use: abnormal uterine bleeding.